Event description:
A blood stain was found in 7 newly opened needles prior to use by the clinical laboratory techinician on two separate days. A reddish stain was identified on the sleeves of the needle portion that is used to penetrate the rubber cap of the blood collection tube. A sample of this material was prepared on a normal saline wetmount slide and red blood cells were identified. All needles from this MFR were immediately pulled from the lab and will be stored as a biohazardous waste until further notice.